Event description:
It was reported that shaft break occurred. During preparation of a 6.0 mm x 18 mm x 150 cm express sd renal/biliary, it was noted that the mid portion of the shaft was fractured. The device was not entered into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was fine.